Event description:
Procedure: hernia. According to the reporter: the pt had a piece of parietex mesh implanted on (B)(6) 2008. On (B)(6) 2009, the pt underwent surgery, during which infection was found. Another piece of parietex mesh was implanted on (B)(6) 2009. Since the initial hernia repair, the pt has undergone numerous add'l invasive procedure, surgeries, and hospitalizations due to chronic infections, migration of the hernia mesh patch, bowel obstructions, and other serious complications associated with the defective mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).